Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that their rep had done nothing to remedy their problem. Pt noted the issue has not been resolved and the rep has not responded.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they had their thoracic stimulator replaced a couple weeks ago, and since the plane ride back to (B)(6), they noticed the implant battery was not lasting as long. Patient said the implant was not lasting but about 2 days. Patient said the next morning after they charged, the cervical implant would be at 90% and the thoracic one would be down to 30%. Patient said they had been trying to get a hold of their representative, but hadn't been able to get anyone to call them back. Agent reviewed how fast the battery depletes depended on settings and usage. Patient mentioned the rep told them they were on the same settings as their other implant. The patient was redirected to their healthcare provider to further address the issue and contact a rep.

Event description:
Pt stated the battery is till underperforming. Rep said it needs resetting. The issue was not resolved. On 11/11, patient stated his ins battery is only lasting 2 days. Pt stated he cannot afford to fly to san francisco so he needs a rep to come to hi to assist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.